Manufacturer narrative:
Device was not available to the manufacturer as it was disposed by the hospital.

Event description:
Following a successful mechanical thrombectomy procedure, vessel angioplasty using the subject balloon catheter was performed. However, the angioplasty caused vascular injury which resulted in hemorrhage with subsequent acute hydrocephalus. External ventricular drainage was done but the patient expired. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. However, hemorrhage, neurological symptoms and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
Following a successful mechanical thrombectomy procedure, vessel angioplasty using the subject balloon catheter was performed. However, the angioplasty caused vascular injury which resulted in hemorrhage with subsequent acute hydrocephalus. External ventricular drainage was done but the patient expired. No further information is available.